Event description:
Reportable based upon analysis completed on 08/04/209. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties were encountered. The moderate stenosed target lesion was located in the 24mm long right coronary artery (rca). The lesion was predilated with a 2.75/20mm unknown balloon at 11 atms. The physician could not cross the lesion with a 2.75x24mm taxus liberte stent. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient condition listed as "stable". However, analysis revealed stent damage.

Manufacturer narrative:
Examination identified distal stent damage. The stent struts on row 1 were raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A visual and microscopic examination identified small kinks along the length of the midshaft area and the catheter strain relief area. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4).